Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 350cc and experienced bilateral rupture post-operatively, which was confirmed via ultrasound. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4) on (B)(6) 2020. This report is for the first of two devices.

Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed a tear measuring less than 0.1 cm within a siltex cracking area on the posterior view. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).